Manufacturer narrative:
A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported a suspected over-infusion of unknown medication occurred on the second floor medicine program unit. The biomedical engineer stated that there has not been a report of patient harm for this event.

Manufacturer narrative:
The customer¿s experience with an over-infusion of unknown medication was not confirmed. Physical inspection showed no anomalies. Review of the pcu error log shows no errors on the reported incident date. Functional testing showed no anomalies. The root cause of the customer¿s complaint that infusion completed sooner than expected could not be identified.

Event description:
The customer reported a suspected over-infusion of normal saline + 20 meq of potassium chloride at a rate of 125ml/hr on the (general adult) medical unit. The normal saline was set to infuse over 8 hours, however the drip chamber was completely dry in 7 hours, even though the pump displayed 100ml left in the bag. The IV tubing was changed and loaded into a different pump module, and the same issue reoccurred. There were no other medications infusing on the same pcu. There was no patient harm.